Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) had multiple falls, feeling disoriented and confused. The patient was now pacer dependent, right ventricular (rv) pacing had increased to 80%, and the patient had a heartlogic index of 33. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Possible programming options included turnning of rythmiq and av search. Further evaluation was recommended to determine whether the patient had a history of falls and/or a significant change in medical condition. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding event cause/resolution and initial reporter contact details, , but further information was unable to be obtained. This product investigation is still in progress. This report will be updated when product investigation is complete.